Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax0256 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported via medwatch that during a blood draw, blood was detected under the PICC dressing. A pin hole was found located between the catheter and the hub, this was a source of a blood leak.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause could not be determined. One 3fr s/l powerpicc sv was received with evidence of use. A tacky residue, which most likely remained from the dressing, was observed on the external surface of the extension leg, molded wing, and the s/l tubing between the wing and the 1cm depth mark. Functional testing revealed a leak at the distal end of the molded wing. The surface of the tubing around the hole was rough and granular. It appears that the tubing began to tear just inside the distal end of the molded wing. The extent of damage was noted to be greater toward the external surface of the catheter, which indicates that the damage did not initiate from within the lumen. The hole could be attributable to chemical exposure and/or stress applied from kinking or flexing the tubing close to where it was constrained by the bifurcation; however, the exact cause and all contributing factors could not be determined. The instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported via medwatch that during a blood draw, blood was detected under the PICC dressing. A pin hole was found located between the catheter and the hub, this was a source of a blood leak.